Event description:
It was reported that during a cholecystectomy, the clips were misaligned. No further information is available. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.